Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 49mg/dl and 53mg/dl and also mentioned in the range of 40mg/dl to 60mg/dl. Customer treated with some juice and crackers. Customer also mentioned that insulin pump alarmed for software error. Insulin pump will not be return for analysis.